Event description:
A b braun outlook 100 infusion pump was set up to administer a bolus dose of morphine at a rate of 910ml per hour. After the bolus was delivered the rate was changed to 10ml then to 13ml and lastly 15ml. During the last rate change the pump was placed on hold the nurse was not aware that the rate reverted back to the bolus rate of 910ml. The infusion was started and the pump delivered the morphine at the bolus rate. Approximately 152ml of morphine was delivered to the patient in a 10 minute period. The pump was removed from service and sent to the biomedical department for evaluation. The biomedical department was able to reproduce the changing of the rate when the pump is placed on hold on this infusion pump as well as all other outlook 100 pumps.